Manufacturer narrative:
(B)(4). The reported patient effect of restenosis is a known patient adverse event listed in the rx acculink instructions for use (IFU). Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
Device issue: none. Adverse effects: restenosis. Onset of adverse effects: approximately 9 months post procedure. It was reported that approximately 9 months post right internal carotid artery stenting procedure, ultrasound revealed in-stent restenosis of the rx acculink. The patient was asymptomatic. Balloon angioplasty was performed on (B)(6) 2010 treating the restenosis. There was no adverse patient sequela. Though requested, no additional information was provided.